Manufacturer narrative:
During power up, device returned a pump error 130 which kept popping up on the lcd display and was not able to be cleared. The motor was tested outside the device, and it failed. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify prime/fill anomaly, failed battery test alarm due to the pump error 130.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not squirting insulin during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.